Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
It was reported that an error for back up battery failure was found upon arrival. There was no patient involvement.

Manufacturer narrative:
G4: 06jul2020 b4: (B)(6) 2020 the battery was prepared for a replacement but since the failure was found, it was not used. The customer was issued a product credit to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.